Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 june 2025, senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable before the incision. Transmitter and ultrasound weren't used to localize the sensor. Magnet was used to localize the sensor.